Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited shock impedances greater than 200 ohms. The lead was surgically abandoned and replaced without incident. No additional adverse patient effects were reported.